Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-4109 for a description of the first device. On april 02, 2007, it was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation espohageal procedure performed in 2007 (patient gender, age and weight are unknown). According to the complainant, during the procedure, the balloon exploded during inflation. The physician successfully completed the procedure with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event. The patient's condition was reported as "all is ok, no problem".

Manufacturer narrative:
According to the complainant, the device is not available for return. Therefore, a failure analysis cannot be performed; the cause of the reported malfunction is undetermined. Device contaminated.